Event description:
Patient was revised to address tibial subsidence into varus and loosening at the cement/bone interface. The manufacturer of the cement used at the time of original implantation is unknown. There was major medial bone loss on the tibal side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.